Event description:
Allegedly neck broke in taper area with no trauma (bowling).

Manufacturer narrative:
Investigation is not complete. Additional info has been requested. Trends will be evaluated. This report will be amended when the investigation is complete. This event occurred in another country, and is the same event as 1043534-2008-00170.